Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported boot issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. There was no patient use associated with the reported event.